Event description:
The reporter contacted animas on behalf of his daughter (the patient) alleging that the pump was not responding as usual to pressing of the keypad buttons. The reporter denied any damage to the keypad but admitted that the patient swims with the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.